Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on (B)(6) 2018, the radiologist called to obtain information on the instructions for use related to MRI scans. After review of the manual, the physician understood that both electrocardiography and pulse oxymetry should be used for patient monitoring during the scan. Since he did not have an electrocardiogram for the MRI machine, the scan was not performed. It was observed that the punctuation and grammar used in the english and (B)(4) manuals were different. Preliminary analysis confirmed the reported difference between the two manuals. It was due to an inaccuracy in the translation.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, on (B)(6) 2018, the radiologist called to obtain information on the instructions for use related to MRI scans. After review of the manual, the physician understood that both electrocardiography and pulse oxymetry should be used for patient monitoring during the scan. Since he did not have an electrocardiogram for the MRI machine, the scan was not performed. It was observed that the punctuation and grammar used in the english and (B)(6) manuals were different. Preliminary analysis confirmed the reported difference between the two manuals. It was due to an inaccuracy in the translation.